Event description:
It was reported that the patient died. The patient underwent percutaneous coronary intervention (pci) with the deployment of a 2.75 x 24 mm synergy xd drug-eluting stent. During the procedure, the balloon shaft fractured proximal to the mid-left anterior descending (lad) artery post-deployment. Although the stent was successfully deployed, the balloon could not be removed. The fractured device was extracted using a snare. After the removal, the patients condition deteriorated rapidly. A full code was initiated in an attempt to stabilize the patient, but despite all resuscitative efforts, the patient passed away.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, such as how many seconds did the user allow for the balloon to deflate prior to attempting to withdraw but further information was unable to be obtained.

Manufacturer narrative:
B5 - describe event or problem: updated to include new information obtained. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, such as how many seconds did the user allow for the balloon to deflate prior to attempting to withdraw but further information was unable to be obtained.

Event description:
It was reported that the patient died. The patient underwent percutaneous coronary intervention (pci) with the deployment of a 2.75 x 24mm synergy xd drug-eluting stent. During the procedure, the balloon shaft fractured proximal to the mid-left anterior descending (lad) artery post-deployment. Although the stent was successfully deployed, the balloon could not be removed. The fractured device was extracted using a snare. After the removal, the patients condition deteriorated rapidly. A full code was initiated in an attempt to stabilize the patient, but despite all resuscitative efforts, the patient passed away. It was further reported via medwatch mw5153914 that the procedure began with vascular access through the right groin. Diagnostic imaging identified a 95% stenosed target lesion located in the mildly tortuous and severely calcified proximal to mid segment of the left anterior descending (lad) artery. The lesion was pre-dilated using a 2.0 x 20 mm non-boston scientific balloon catheter. A stent was then deployed at 20 atmospheres. During deployment, the stent failed to fully expand, and the balloon could not be withdrawn. Angiography revealed that the balloon markers had been left within the vessel. The patient began experiencing chest discomfort and was intubated. Although the retained balloon markers were successfully retrieved, the patients condition continued to deteriorate, leading to cardiac and respiratory arrest. Cardiopulmonary resuscitation (CPR) was initiated, and an attempt was made to place an impella device, but it was unsuccessful. The patient died.